Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the failure of cubies in drawer 3.1, which were not detected on the communication bus. A field service engineer accessed the rare components and reestablished connections on the boards to address the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected on communication bus the customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.